Event description:
It was reported that customer received a button error alarm and was not able to clear. Alarm history showed a spanish anomaly alarm, signal too low alarm and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump monitored for several days and no alarm noted. The insulin pump passed the error test. No alarm noted. The insulin pump was unable to download to the carelink software due to alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.